Event description:
It was reported that immediately after insertion of the iab, blood was noticed in the helium tubing. Because of this, the iab was removed and replaced. There were no pt complications.